Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to surgery date. Most recent technical site visit confirmed device met specifications as per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check was performed successfully without issues. The logfile shows twenty six successfully performed treatments. The reported treatment could be identified in the logfile. The treatment of the patient's right eye was finished successfully. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day does not show any other relevant warning or error messages. No technical root cause could be identified during logfile review. The system was working within specification. Root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported thick flap was created in the right eye of a patient and the target thickness of the flap was greater than the actual thickness (ten micrometers to hundred micrometers) after lasik surgery. There are multiple related reports for this event. This report addresses the patient (B)(6), right eye and other manufacturer reports will be filed.